Event description:
During self test of the console, the lcd display segments remained illuminated. No message bars appeared. The console was powered off then back on with the same results. After unplugging the console and letting it sit for awhile, the console was powered back up and the self test completed its normal routine. Abiomed field service isolated the problem to a loose p4 connector on the front panel pcb. The connector was reseated and the problem was resolved. There was no patient involvement.